Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred (cartridge alarm 19) during basal delivery. The customer reported a blood glucose (bg) level of 484 (mg/dl) and diabetic ketoacidosis (dka). A correction bolus was delivered to address bg levels. The customer was at the hospital at the time of the event for an unrelated issue but was subsequently hospitalized for dka and elevated bg levels. While hospitalized, the customer was treated with intravenous insulin and saline. The pump settings were also adjusted. The customer was released on (B)(6) 2016 and reported that their bg levels are within their target range.